Manufacturer narrative:
(B)(4).

Event description:
The customer's caregiver stated they received questionable high results from coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the result was >8.0 inr for two different tests within seven hours and the patient's warfarin was withheld. On (B)(6) 2017, the result was again >8.0 inr. The patient was retested within 20 minutes on a different patient's coaguchek xs meter with a result of 5.1 inr. The patient had no signs of an elevated inr. The patient's caregiver and doctor believed the other meter to be accurate. There was no allegation of an adverse event. The patient had no anemia, polycythemia, heparins, antiphospholipid antibodies, or other anticoagulants. There were no changes in diet or illness. The therapeutic range was 2.0-3.0 inr. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter was measured with master lot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.7 inr and 2.7 inr; donor hct: 47% and 35%. Testing results: donor 1: masterlot / customer meter and masterlot. 3.7 inr/ 3.6 inr. Donor 2: masterlot / customer meter and masterlot. 2.7 inr/ 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. A possible reason for high inr could be the sample collection, such as if the fingertip was squeezed. Intracellular fluid can dilute the blood sample, and cause the inr to be higher.